Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however one photograph was provided for review. The photograph shows a unit carton, powder pouch and liquid ampiule. From the photograph provided there is evidence of ampoule breakage. The ampoule head has broken away from the body of the ampoule. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: indicate all ten packs were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar reported events for the lot referenced. Conclusions: the reported device was not returned however one photograph was provided for review. The photograph shows a unit carton, powder pouch and liquid ampiule. From the photograph provided there is evidence of ampoule breakage. The ampoule head has broken away from the body of the ampoule. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If product and/or additional information becomes available this investigation will be reopened.

Event description:
The customer reported that one dose in the simplex cement pack was damaged.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that one dose in the simplex cement pack was damaged.